Event description:
The pt had an magnetic resonance imaging. A motor stall was noted in the event logs with no motor stall recovery recorded. There were no therapy or medical problems associated with the event. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.